Manufacturer narrative:
Updated sections: a1, a2 date of birth, d4 serial number and expiration date, g3, g6, h2, h4, h6 investigation findings, and investigation conclusions. A device history record (DHR) review is not required because there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. Pannus is a non-immune inflammatory reaction of the body to the implanted prosthesis, characterized by proliferation of fibroelastic tissue and collagen, with a starting point in the suture area and subacute or chronic centripetal evolution. Pannus can have both beneficial and harmful effects depending on the amount of growth and location. A small amount of host tissue growth over the suture line is expected and is needed to form a non-thrombogenic surface and complete the healing process after device implantation. In contrast, an excessive amount of pannus growth can cause nonstructural dysfunction that may require intervention. Host tissue growth can extend onto the cusp surfaces leading to thickening of the cusps, cusp retraction or curling, leaflet immobility, and/or abnormal coaptation, potentially resulting in valvular regurgitation, elevated gradients, and/or stenosis. Pannus/host tissue overgrowth is most likely due to patient factors and is unlikely to be related to a manufacturing non-conformance. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors.

Manufacturer narrative:
H3: customer report of pannus and stenosis was confirmed. X-ray demonstrated wireform intact and metal band bent outwards around leaflet 1. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 8mm on leaflet 3 on the outflow aspect. Host tissue was minimal on the inflow aspect. Host tissue on the stent circumference was minimal at both the inflow and outflow aspects. Host tissue fused leaflets 1 and 3 by approximately 4mm at commissure 1, and leaflets 1 and 2 by approximately 2mm at commissure 2 on the outflow aspect. Host tissue overgrowth restricted leaflet mobility and led to stenosis. Subvalvular apparatus was observed around leaflet 1 on the outflow aspect. Hematoma was also observed on all three leaflets at both the inflow and the outflow aspects. Suture holes were visible around the sewing ring. Sewing ring cloth was cut in multiple areas around the valve and exposed silicone and the metal band. Updated sections: d9, g3, g6, h2, h3, h6 type of investigation.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
As reported by japan sales rep, 8 years and 2 months following a full sternotomy mitral valve replacement procedure with a 7300tfxj25 valve, the patient presented with moderate stenosis associated with pannus formation involving the leaflets, annulus, and frame. The patient experienced dyspnea and fatigue prior to the re-intervention. A redo mitral valve replacement (mvr) was performed, and the original valve was explanted. The replacement device was an edwards model 11400m29. The explanted valve exhibited moderate pannus, which was reported as the likely cause of the stenosis. No allegations were made that the edwards device caused or contributed to the event beyond the observed pannus. The patient was reported to be recovering post-procedure.